Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that no movement of the docking issue was noted when moving to short tether, and the lp failed to separate from the catheter inside the patient and then also failed to separate when outside the body as well. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. Final analysis found no anomaly on the helix and the inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.